Manufacturer narrative:
Additional suspect device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient was experiencing pneumonia after the scs permanent implant. No further course of action at this time.